Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the insulin pump had intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, racked reservoir tube lip, and missing end cap sticker.

Event description:
Customer reported the insulin pump alarmed button error. Prior to the alarm customer had disconnected from the device before going into the water. Customer placed the device on the side pocked of the cooler, which was at room temperature. Customer had three lines to put in blood glucose reading, the device was stuck on that screen. Customer pressed esc and act button, then she took out battery and alarmed occurred. Customer's blood glucose was 169 mg/dl. Customer reported he the device kept alarming no delivery when trying to change the reservoir two days prior to alarm, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.